Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No complaint sample was available for evaluation. This issue is addressed in the failure modes and effects analysis (fmea) of the product design dossier. No lot number was provided: the device history record could not be reviewed. Integra consider this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a surgical procedure using the manta ray 2 level anterior surgical plate, the locking arm feature failed to function on one of the six screws implanted. The locking arm feature retains the screw in the plate. The procedure was an anterior cervical discectomy and fusion (acdf) at c5-c7. The failed locking arm was at the site of one of the c7 screws. The surgery was completed with the plate left in place with the locking arm still under the screw head.